Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that only half of the intra-aortic balloon (iab) inflated and the diastolic augmentation was lower than systole. In an test outside of the patient, the iab also only half inflated. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).